Manufacturer narrative:
Samples were returned for investigation; which confirmed the customer¿s pth results. The sample was also tested on a siemens centaur, which produced results within the normal range. The sample was tested for interference, and the presence of an interference (human anti-mouse antibody, hama) in the sample was confirmed. The interference is documented in the product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of high results for 1 patient tested for elecsys pth (pth) on a cobas e 801 module that did not fit the patient's clinical picture. The patient had a result on the e801 module of > 5000 ng/l. This result was reported outside of the laboratory where it was questioned by the physician. The patient showed normal bone markers and does not have renal failure. In 2013 the patient was tested by the siemens centaur method with a pth result of 10.7 ng/l. The customer had the sample tested for human anti-mouse antibody (hama) interference and the result was < 40 ug/l. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4).